Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt (doi and initial setting were unknown, the product was 82-3842). It was reported that the patient fell down in his daily life and it seemed that the symptom got worse. The surgeon checked the valve under x-ray and confirmed that the valve was not damaged and no findings of symptoms of hydrocephalus in the x-ray photo. However, due to the strong desire of the patient's family, the revision surgery was performed (the initial setting is unknown, the product code is 82-3842) on (B)(6) 2017. The patient is (B)(6), male, his initial is (B)(6), and he is suffering from parkinson's disease. The surgeon commented that the worsening of symptoms was not caused by the valve, but by the complication of parkinson's disease. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot clgcb9, conformed to the specifications when released to stock on the 16th june 2010. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.